Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called to confirm if he did the right thing by doing a full supply change after noticing their high blood glucose (bg) was not going down. The user wears an inset 23" 6mm infusion set and uses a dexcom g7 cgm. The user declined walkthrough of full supply change and was advised to check on levels every t30 minutes. He is legally blind and was unable to verify bg with fingerstick. Per the user's report he reached a peak of 401 mg/dl but did not report any symptoms. It was confirmed that the user's bg stabilized after supply change. He did not require any outside intervention to address the reported issue.